Manufacturer narrative:
The customer declined the option to have their glidescope bflex 5.8 single-use bronchoscope returned to verathon for evaluation. Since the device was not returned to verathon, the cause of the failure could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope bflex 5.8 single-use bronchoscope, the image intermittently froze. During times when the image was not frozen, the scope would intermittently become darker with the view being very narrow in comparison to when the image was normal. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.